Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a pim leak test fail.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, e1 (email)g3, g6, h2, h10, h11. Corrected sections: b5, e1 (reporter), e3, h6(health clinical & impact).

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) the pneumatic module leak test failed. Performed all manifold test with fail result (membrane diff prs. =>6mmhg). There was no patient injury.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse did all manifold test, failed. The troubleshooting on unit suggest to replace safety disk. The fse replaced the safety disk and all manifold test, passed. Equipment operated as normal. The failure analysis and testing dept. Received safety disk, with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test and no issues were found. Fat could not verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.